Manufacturer narrative:
Investigation underway.

Event description:
It was reported that during a pt transport the base fell from the highest position to the next stop. There was reported pt involvement, however no adverse consequences were reported.